Manufacturer narrative:
DHR review revealed nothing relevant to this event. The device was not returned and the cause of the event could not be determined without evaluation. Previous investigations indicate this type of event is typically related to improper bone preparation and/or as a result of not maintaining axial alignment during insertion. However, these conditions could not be concluded from the information available. The cause of this event was not determined.

Event description:
Three anchors broke half way down on insertion during rotator cuff repair. Surgeon did not tap, but stated bone felt soft. He also stated he did not have to hit punch very hard or too many times. Surgeon had used additional anchors with no issues without having to tap. The broken pieces were not retrieved, however no adverse consequences were reported with the patient. This is one of three reports being submitted for this incident. This device is used for treatment.